Event description:
Additional information was provided by the clinic. The dates of hospitalization were (B)(6) 2025. The patient had dyspnea, dizziness, pre-syncope and pulmonary hypertension. A right heart catheterization was performed during the hospitalization as a fluid status check. The rhc found the patient had low cardiac output and some discrepancies from cardiomems recordings. Patient was treated with dobutamine. The patient is currently at home with cardiac rehab.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was hospitalized after a diuretic titration. The site reported the patient received losartan and diuretics based on high diastolic pressures and the patient had syncope a couple of days later. On (B)(6) 2025 a right heart catheterization was performed to assess the accuracy of the cardiomems sensor pressures and the sensor was recalibrated. The sensor baseline was decreased by 3.4 mmhg. Additional information has been requested by has not yet been provided.